Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, charging problem and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's daughter reported that the patient sought medical attention at the hospital on (B)(6) 2025, due to vomiting and was transported to the hospital via ambulance. The patient's blood glucose level at the hospital was 451 mg/dl, and he was diagnosed with diabetic ketoacidosis (dka). The patient had mistakenly deleted the dexcom g7 app from his phone, which was not connected to the omnipod 5 system. The daughter was not with the patient during the hospitalization and does not have access to his controller or medical papers, so several details, including the pod's status and medical records, are unavailable. The patient is still admitted to the hospital, and the doctor will not discharge him until the omnipod 5 and dexcom systems are working. The patient's controller is not charging, and the nurses are using alternative chargers.